Event description:
It was reported to boston scientific corporation that an endovive standard peg kits push method was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complainant, during the procedure, the guide wire would not fit through the silicone peg tube. Another endovive standard peg kits push method was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.